Event description:
Customer reported a malfunction on the pump that occurred after it was submerged in water. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, but the call was dropped after powering off, and follow-up attempts were unsuccessful.